Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was fully intact. Evaluation revealed that all buttons were intermittently unresponsive. Evaluation revealed that there was contamination under all button contacts. The display was found to be faded and pink and scratched.

Event description:
On (B)(6) 2013 the reporter contacted animas and stated that the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.